Event description:
The hosp alleges a module failed to alarm. The hosp reported that a pt with two pacemakers had gone into asystole, heart rate had subsequently dropped to zero, but that this went unnoticed until the staff subsequently looked at the monitor.

Manufacturer narrative:
The pt being monitored had two pacemakers in operation at the time. From spacelab's analysis of the data supplied by the hosp, we determined that the pacemakers caused "pulseless electrical activity" in the pt's heart sufficient to generate a waveform of a nature that would not result in an ECG alarm for approx 22 mins after the apparent onset of cardiac distress. The printed data rec'd from the hosp did not contain info that would enable us to determine whether or when monitoring alarms would have been activated. However, the spacelabs svc engineer tested all the modules at the hosp and found the alarms performed to spec. He also reported that all the alarm tones had been "turned all the way down". Reports from the hosp suggest that the incident occurred at a time when no one was present at the central station monitor. No further action is planned.